Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a left ovarian vein embolization, coil removal difficulties occurred. Vascular access site was obtained via the femoral artery. The target lesion was located in the mildly tortuous and non-calcified left ovarian vein. Three interlock coil were successfully placed. This 8mm x 20cm interlock .035 coil was advanced down a non-bsc catheter and approximately 85% of the coil deployed, when the physician noted minor advancement difficulties "chattering on inside of catheter". It was noted that there was friction at the distal end of the catheter and intermittent flush was used. The physician was unhappy with the coil position (proximity to renal vein) and attempted to pull the coil back into the catheter. When trying to pull the coil back into the catheter the wire/coil arm became disengaged. The physician attempted to advance the coil with a wire but it would not move. The catheter was removed with the coil still protruding from the distal end of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a left ovarian vein embolization, coil removal difficulties occurred. Vascular access site was obtained via the femoral artery. The target lesion was located in the mildly tortuous and non-calcified left ovarian vein. Three interlock coil were successfully placed. This 8mm x 20cm interlock .035 coil was advanced down a non-bsc catheter and approximately 85% of the coil deployed, when the physician noted minor advancement difficulties "chattering on inside of catheter". It was noted that there was friction at the distal end of the catheter and intermittent flush was used. The physician was unhappy with the coil position (proximity to renal vein) and attempted to pull the coil back into the catheter. When trying to pull the coil back into the catheter the wire/coil arm became disengaged. The physician attempted to advance the coil with a wire but it would not move. The catheter was removed with the coil still protruding from the distal end of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the delivery wire was found protruding from the hub of the microcatheter. The coil was returned inside the catheter protruding from the distal end and was wrapped up in the scissor. Dried blood was present on the fiber bundles of the coil. A resistance was met attempting to advance the unidentifiable wire through the catheter. When it was retracted it was easily removed. The tip of this "wire" did not have an interlocking arm or zap tip. The coil was stuck in the catheter. In order to retrieve the coil the catheter had to be cut. There was blood expelled from the catheter as it was cut. The coil was inadvertently cut in attempt to retrieve it. The retrieved coil was stretched, broken and the fiber bundles were covered in blood. A microscopic inspection revealed that the coil zap tip shape and surface was smooth. The interlocking arm of the delivery wire was inspected and no damage noted. The delivery wire dimensions that could be measured were found to be within specification. As the coil was damaged not all dimensions could be measured. The dimensions that could be measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that "continuous flush setup must be used with a 5f imager" ii selective diagnostic catheter. This setup helps to minimize friction for the following reasons: reduces retrograde blood flow into the catheter and introducer sheath during coil delivery, reduces contrast crystal formation and/or thrombosis on the delivery wire and in the guiding catheter and catheter lumens and reduces premature coil thrombosis". "The interlock" - 35 fibered idc" occlusion system is recommended for use with a 5f (0.035 in [0.89mm] or 0.038 in [0.97 mm] inner lumen) imager" ii diagnostic catheter. "The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device". "The interlock- 35 fibered occlusion system will encounter significant resistance when advancement through a soft wall delivery catheter is attempted". (B)(4).